Event description:
Pt in bed with urinary catheter in place when he heard loud "pop". Pt c/o pain in his penis. Catheter observed by rn to be almost out of penis with ruptured balloon noted. Catheter removed as ordered. No further injury to patient.